Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure coils in place; fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("unusual bleeding/excessive bleeding") in a 39-year-old female patient who had essure (batch no. 727102) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, migraine and depression. *plaintiff states that she underwent an ana test and it showed abnormal results in both (B)(6)2017 and (B)(6)2018, elevated ana levels. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hemihypoaesthesia since (B)(6)2012, weakness since (B)(6)2012, facial droop since (B)(6)2012, paraesthesia of limbs since (B)(6)2012, dental operation since (B)(6)2012, oral mucosa hematoma since (B)(6)2012 and muscle spasm. Concomitant products included montelukast sodium (singulair) since 2016 for asthma and allergy to metals, sertraline since 2016 for headache, estradiol since (B)(6) 2017 for hormone replacement therapy as well as simvastatin since 2013. In 2010, the patient experienced menorrhagia ("excessive bleeding"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced bone pain ("bone pain"). In (B)(6)2012, the patient was found to have ovarian germ cell teratoma benign ("ovarian teratoma"). In (B)(6)2017, the patient experienced autoimmune disorder ("abnormal autoimmune results"). In (B)(6)2017, the patient experienced iron deficiency ("iron deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), abdominal pain lower ("cramping"), allergy to metals ("allergic to nickel or any other component of essure: yes"), headache ("severe headaches") and back injury ("back injury"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), topiramate and surgery (one coil removed in (B)(6)2012, second coil removed via total abdominal hysterectomy on (B)(6)2017 and uterine ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, iron deficiency, ovarian germ cell teratoma benign, bone pain, allergy to metals, headache and back injury outcome was unknown and the genital haemorrhage, menorrhagia and autoimmune disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, back injury, bone pain, genital haemorrhage, headache, iron deficiency, menorrhagia, menstrual disorder, ovarian germ cell teratoma benign and pelvic pain to be related to essure. The reporter commented: regarding the results of plaintiff's essure confirmation test : that you would need to return for a follow-up confirmation test: on approximately (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: results: essure coils in place; fallopian tubes occluded. Diagnostic results: plaintiff states that she underwent an ana test and it showed abnormal results in both (B)(6)2017 and (B)(6)2018, elevated ana levels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet- event back injury added. Event outcome of genital bleeding updated to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("unusual bleeding/") in a 39-year-old female patient who had essure (batch no. 727102) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thrombophlebitis, migraine and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hemihypoaesthesia since (B)(6) 2012, weakness since (B)(6) 2012, facial droop since (B)(6) 2012, paraesthesia of limbs since (B)(6) 2012, dental operation since (B)(6) 2012, oral mucosa hematoma since (B)(6) 2012 and muscle spasm. Concomitant products included montelukast (singulair) since 2016 for asthma and allergy to metals, sertraline since 2016 for headache, estradiol since (B)(6) 2017 for hormone replacement therapy as well as simvastatin since 2013. In 2010, the patient experienced menorrhagia ("excessive bleeding"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced bone pain ("bone pain"). In (B)(6) 2012, the patient experienced ovarian germ cell teratoma benign ("ovarian teratoma"). In (B)(6) 2017, the patient experienced autoimmune disorder ("abnormal autoimmune results"). In (B)(6) 2017, the patient experienced iron deficiency ("iron deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), abdominal pain lower ("cramping"), allergy to metals ("allergic to nickel or any other component of essure: yes") and headache ("severe headaches"). The patient was treated with axotal (fioricet), topiramate (topomax) and surgery (one coil removed in (B)(6) 2012, second coil removed via total abdominal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, abdominal pain lower, iron deficiency, ovarian germ cell teratoma benign, bone pain, allergy to metals and headache outcome was unknown and the menorrhagia and autoimmune disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, bone pain, genital haemorrhage, headache, iron deficiency, menorrhagia, menstrual disorder, ovarian germ cell teratoma benign and pelvic pain to be related to essure. The reporter commented: regarding the results of plaintiff's essure confirmation test : that you would need to return for a follow-up confirmation test: on approximately (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure coils in place; fallopian tubes occluded plaintiff states that she underwent an ana test and it showed abnormal results in both (B)(6) 2017 and (B)(6) 2018, elevated ana levels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("unusual bleeding/") in a 39-year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thrombophlebitis, migraine and depression. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hemihypoaesthesia since (B)(6) 2012, weakness since (B)(6) 2012, facial droop since (B)(6) 2012, paraesthesia since (B)(6) 2012, dental operation since (B)(6) 2012, other jaw asymmetry since (B)(6) 2012 and muscle spasm. Concomitant products included montelukast (singulair) since 2016 for asthma and allergy to metals, sertraline since 2016 for headache, estradiol since (B)(6) 2017 for hormone replacement therapy as well as simvastatin since 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("excessive bleeding"). In 2011, the patient experienced bone pain ("bone pain"). In (B)(6) 2012, the patient experienced ovarian germ cell teratoma benign ("ovarian teratoma"). In (B)(6) 2017, the patient experienced autoimmune disorder ("abnormal autoimmune results"). In (B)(6) 2017, the patient experienced iron deficiency ("iron deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), abdominal pain lower ("cramping"), allergy to metals ("allergic to nickel or any other component of essure: yes") and headache ("severe headaches"). The patient was treated with axotal (fioricet), topiramate (topomax) and surgery (one coil removed in (B)(6) 2012, second coil removed via total abdominal hysterectomy on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, abdominal pain lower, iron deficiency, ovarian germ cell teratoma benign, bone pain, allergy to metals and headache outcome was unknown and the menorrhagia and autoimmune disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, bone pain, genital haemorrhage, headache, iron deficiency, menorrhagia, menstrual disorder, ovarian germ cell teratoma benign and pelvic pain to be related to essure. The reporter commented: regarding the results of plaintiff's essure confirmation test : that you would need to return for a follow-up confirmation test: on approximately (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: essure coils in place; fallopian tubes occluded plaintiff states that she underwent an ana test and it showed abnormal results in both (B)(6) 2017 and (B)(6) 2018, elevated ana levels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and mr received, lot number, reporters added, device insertion date updated, events: excessive bleeding, iron deficiency, an ovarian teratoma, abnormal autoimmune results, bone pain. Outcome and onset date updated. Treatment and concomitant drugs added, concomitant and historical conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure coils in place; fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.